Event description:
Pt had breast augmentation in 1986. Developed capsular contracture and infection of left breast necessitating removal. Upon removal, defect in outer lumen of double lumen implant on left confirmed.